Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was blockage in the cartridge. Customer changed cartridge and resumed insulin therapy. Customers blood glucose was 279 mg/dl.